Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting the distribution node to the rear therapy electrodes was severed. The root cause for the damage cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service date detected a reportable problem. During servicing, electrode belt sn (B)(4) had a severed cable. The last patient to use this electrode belt did not report any deficiencies.